Event description:
It was reported by service report that the siderail would not lock in the upright position and the power cord was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Siderail timing link too tight. Missing ground prong.